Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had display damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump stopped and did not re-start. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Device was monitored and functioning properly during testing. Device received with pillowing keypad overlay. (B)(4).